Manufacturer narrative:
The returned devices were investigated, and the loss of video failure mode was replicated when the returned coral hysteroscopes were connected to the aveta controller. The devices were not disassembled for further investigation because the user facility requested these devices to be returned for their investigation. The root cause for the failure mode could not be determined since the devices were not disassembled for investigation. The returned smol resecting device performed as intended. However, it could be concluded that the smol device stopped oscillation as a safety feature by the controller software when the hysteroscope video was lost to reduce chances for perforation due to unvisualized cutting. All meditrina resecting devices are enhanced with manual safety override to open the resecting window in situation like this by manually opening the cutting window to release the potentially stuck tissue which was not applied in this case by the user introducing a hemorrhage. Additional information reported by meditrina sales representative indicated that "the patient had a hysterectomy."

Event description:
The physician was using aveta coral disposable hysteroscope (coral scope) that lost connection with no image and replaced with another coral scope. The physician then selected aveta smol disposable resecting device (smol) and upon using the second coral scope, lost picture and the smol resecting device was stuck in the pathology and was unable to remove the coral scope or smol resecting device. The staff rebooted the aveta system, but could not regain the image with the coral scope. The doctor removed both the coral scope and smol resecting device, and the patient was bleeding. The patient was transported to the or for further evaluation and treatment.